Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe moderate adhesion on surface; the outer flow tubing open end exhibits minor scratch marks and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure at 18,000 joules used, the physician buried the fiber into the tissue. The tip of the fiber burned out and diminished vaporization was observed. The fiber was exchanged, and at 60,000 joules used, the fiber was buried into the tissue again, resulting a burned out tip and diminished vaporization. The procedure was completed utilizing the third fiber with 167,000 joules. All fiber tips were cleaned during the procedure. No patient injury was reported. This report is for the first fiber.